Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which would have contributed to the reported event. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the information reviewed, the reported poor image resolution was due to challenging anatomy. The reported difficult leaflet grasping appears to be due to a combination of the poor visualization and challenging anatomy therefore due to procedural conditions. The reported clip caught on chordae was a result of the reported difficult leaflet grasping and poor visualization. Since the grippers were actuating as intended during the device preparation, but one of the grippers would not lower after the clip got stuck in the chordae, it is likely that the reported single gripper actuation issue was related to procedural conditions. However, without the device to analyze, a cause for the reported difficult gripper actuation could not be determined. The reported foreign body in patient was a result of entrapment of device as the clip had to be deployed in an unintended location. The reported unexpected medical intervention was a result of case specific circumstances as the clip stayed stuck in the chordae even after troubleshooting and the clip had to be deployed as is. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This filed to report gripper actuation, foreign body it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted p1 flail starting at the commissure and visualization was difficult due to the anatomy. The clip delivery system (cds) was advanced to the mitral valve; however, the clip became stuck in the chordae during grasping attempt. After several attempts, the clip was freed, inverted and retracted in the atrium. The clip was re-position and another grasping attempt was made. But grasping was difficult as the clip became stuck in chordae again. The clip was inverted and retracted in the atrium to be re-positioned again. However, when a grasping attempt was made, the anterior gripper could not be raised. It was possible that the clip was still entangled in the chordae. Troubleshooting was performed but failed. The procedure continued at this position, and the clip was deployed on both leaflets and chordae. One clip was implanted, reducing mr to 2-3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.